Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#: 3006705815-2018-01667, reference MFR. Report#: 1627487-2018-06505. It was reported the patient had an infection at the incision site. It was stated the patient had a small lump over the midline incision, and it is slightly red with clear drainage. The patient was prescribed antibiotics, which did not resolve the issue. As such, the patient underwent surgical intervention on (B)(6) 2018, wherein the scs lead incision was re-opened and irrigated. Additional information revealed the patient underwent surgical wherein the scs system was explanted due to the infection and the patient was hospitalized.